Event description:
Due to patella clunking the tibial insert was removed and replaced with a new one.

Manufacturer narrative:
An event regarding an patellar clunking and revision of the insert involving a triathlon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed as insufficient information was provided. Device history review: all devices were accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Due to patella clunking the tibial insert was removed and replaced with a new one.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.